Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had consistent failures on drawer five, with pockets unable to recover. A field service engineer (fse) found liquid spillage damage inside the drawer, prompting the station to be powered down, trays removed, and the drawer thoroughly cleaned before reassembly. Despite cleanup, testing showed continued pocket failures in row a and one pocket in row c. Further inspection led to a preventive replacement of the flat flex cable retractor band to address possible power or communication issues, after which all pockets initially tested normally using both the user and hardware testing applications. Due to the drawer¿s prior instability, the station was placed under observation; however, subsequent failures occurred, indicating the legacy full-height drawer needed replacement. Then all pockets were successfully transferred using the hardware testing application, the legacy full-height drawer was removed, and a new enhanced full-height drawer was installed and configured. Final testing confirmed full functionality, with the customer able to recover storage space and access all pockets successfully. During the repairs for the drawer number five full height fse was able to replace the backup battery as station did not shut down gracefully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed and unable to recover. There were no adverse events or injuries reported based on this event.